Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a hole in the surface of the pebax. A screening test was performed and the device was recognized and visualized correctly; however negative force vector appeared in the system with high force readings due to excessive adhesive application on the wires inside the tip. A manufacturing record evaluation was performed for the finished device number 31334043l, and no internal action related to the reported complaint were identified. The force issue reported by the customer was confirmed. The potential cause of the excessive adhesive is related to the manufacturing process. The carto 3 instructions for use (IFU) contain the following recommendations: in order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿ 3 system, prior to use of the force feedback feature. Zero the contact force reading when moving the catheter from one chamber of the heart to another or upon reinsertion. Regarding the condition of the pebax, the issue was not originally reported and does not seem to be related to the event. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal action is being followed to reduce issues regarding negative force vector. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the carto 3 system would not allow ablation due to high force values when the physician came on ablation. To troubleshoot, the cable was replaced without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. No patient consequences were reported.